Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 03/20/2015 and reported that the customer found disconnected tubing through pinch valve vl61. The customer replaced the tubing to stop the leak. Vl61 is the backwash tank and sweep flow reservoir purge valve. The repairs were verified by the fse per established service procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of unspecified volume from a coulter lh 750 hematology analyzer while performing shutdown. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.